Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on patch shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis, the final assessment is a sharp broken on patch shell bond edge due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.